Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. In addition, it was reported that the wake button was delayed in responding to presses. Reportedly, the customer applied more force to the button to resolve the issue and continued to use the pump for insulin therapy. The customer also reported that the pump was not accurately adjusting insulin therapy, however declined assistance from tandem customer technical support regarding the issue. Customer's blood glucose level was 140 mg/dl.